Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified the explanted shell and some screws covered in bio-debris. Some of the screw are shown sticking out of the shell holes. One of the screws appears fractures. The provided video shows the surgeon forcing the screw in from the outer spherical surface shell hole, with other screws sticking out of the other holes. No further evaluations can be made from the provide pictures or video. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined for the shell loosening and screws breaking/pulling out of the cup. No problem was found with the implants in relation to the infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the patient underwent a right hip revision approximately one-year post implantation due to loosening and an infection. During the procedure it was noted that some of the screws were broken, some of them pulled through the cup and others had pulled out of the cup. The cup and screws were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00007, 0001822565-2023-00008, 0001822565-2023-00009, 0001822565-2023-00011 and 0001822565-2023-00012. 00625006525/j7109046/ bone scr 6.5x25 self-tap, 110010273/6416662/ g7 osseoti multihole 70mm I, 00625006550/j6965914/ bone scr 6.5x50 self-tap, 00625006525/j7126860/ bone scr 6.5x25 self-tap, 00625006540/j7119546/ bone scr 6.5x40 self-tap, 00625006520/64735195/ bone scr 6.5x20 self-tap, 11-301302/arcos con sz b std 60mm, 11-300917/arcos 17x190mm splt tpr dist and 00-2232-004-18/cerclage cocr 1.8mmx635xx. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.